Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vacuum tubing was repositioned to remove the kinks to correct the reported issue. No report of patient involvement. (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction. There was no report of patient involvement.